Manufacturer narrative:
The monitor and electrode belt have not been returned for evaluation. Based on the data available at this time, there is no indication of a device malfunction causing or contributing to the treatments.

Event description:
A patient received three appropriate shocks during vt. The arrhythmia from the first and second shocks were not converted to a slower rhythm. Lifevest intended to treat life-threatening ventricular arrhythmias. The failure to convert the first shock is a known and potentially adverse outcome of defibrillation therapy. The patient continues to wear the lifevest.